Manufacturer narrative:
Discus dental received a complaint on 05/24/2018, in which dental assistant reported that in office teeth whitening gel dripped onto patient's mandible. Patient experienced swollen white/grey cervical margins. Dentist recommended magic mouthwash, peroxyl and canker sore otc drug. Patient is doing better, patient continues to use vitamin e oil and magic mouthwash. Reviewed direction for use of the in-office whitening zoom chairside kit. It describes the steps for proper isolation of soft tissue to prevent burn and irritation. It also includes candidate qualification, safety directions, warnings, and precautions. Reviewed device history records for whitening gel part number 22-3764, lot number 18060002, and zoom whitening kit part number 881055601540, lot number 18060004, and no out of specification or discrepancy was found. Tested the retain sample of the whitening gel 22-3764, lot 18060002, and no product failure was detected. Reviewed customer complaints history for 2018, no similar complaints from the same lots. With the available information, discus dental concludes there was no malfunction or failure in the product. No corrective actions are required. The potential cause of this incident can be failure to follow the instructions provided with the product. The whitening kit and gel were used.

Event description:
Discus dental received a complaint on 05/24/2018, in which dental assistant reported that in office teeth whitening gel dripped onto patient's mandible. Patient experienced swollen white/grey cervical margins. Dentist recommended magic mouthwash, peroxyl and canker sore otc drug. Patient is doing better, patient continues to use vitamin e oil and magic mouthwash.